Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00953, 0001822565-2022-00954, and 0001822565-2022-00955. Concomitant medical products: femur trabecular metal cruciate retaining (cr) standard porous catalog#: 4250280700,1 lot#: 64116357. Natural tibia tm two-peg porous fixed bearing left size h catalog#: 4253000830,1 lot#: 63927723. Metal backed patella component porous size 3 catalog#: 00541800003, lot#: 63976176. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain, ambulation difficulties, and instability of the knee approximately 3 years post implantation. No revision procedure has been scheduled at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Initial medical records were provided and reviewed by a health care professional. Review of the available records identified no intra complication. No other records were provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported item and lot combination. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible: patella and femur. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. A summary of the investigation was sent to the surgeon conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.